Manufacturer narrative:
Date of event is estimated. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted device.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was replaced and repositioned. Effective therapy was established postoperatively.